Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that she had suffered a hypoglycemic event due to cgm's inaccuracies. Patient reports two inaccuracies during which cgm/bg were 91/60 and 182/400 mg/dl, the first one being the values noted during the hypoglycemic incident. Patient required medical intervention, was treated with IV but was not hospitalized. At the time of her call to dexcom technical support patient states she was feeling fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.